Manufacturer narrative:
D1): exact brand name unk; however this for an lld device. D4/g4/h4): the lot number was not provided, thus the following information is unk: model/catalog number, unique ID, 510(k), expiration date, and manufacture date. H3): a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6): lld cut/cap is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead and a right atrial (ra) lead due to redundancy. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. A spectranetics 16f glidelight laser sheath, spectranetics visisheath dilator sheath, spectranetics tightrail sub-c rotating dilator sheath, and a spectranetics tightrail rotating dilator sheath were used alternating back and forth on each lead. During use of the glidelight and visisheath on the ra lead, around the superior vena cava (svc)/innominate junction, an effusion formed near the coronary sinus (cs) and the patient¿s blood pressure dropped. It was unclear if there was an injury, or if the collection of blood near the cs was present prior to the procedure. Rescue efforts began, including rescue balloon, and the patient¿s blood pressure stabilized. At that point, the decision was made to stop the extraction. Attempts were made to unlock the llds from the rv and the ra (MDR #3007284006-2025-00018) lead but were unsuccessful, so the leads, along with the llds, were cut and capped and remained in the patient. The patient survived the procedure. This report captures the lld within the rv lead, which was cut and capped and remained in the patient.